Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device firmware upgrade. During the upgrade process, the pacemaker went into backup vvi mode. The device was successfully restored. Patient was asymptomatic.